Manufacturer narrative:
The medical expert recommended to apply the cream cicalfate and a sun protection only on the area. Batch data analysis was undertaken. Results show that this product is compliant with the applicable specifications. No element allows us to identify a defect in the quality, sterility or safety of our product. No non-conformity was identified throughout the production. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The event occurred outside of the u.s, in (B)(6). According to the received information, the patient developed important, painful, erythematous lesions on the upper lip the day after being injected with teosyal rha 2 in the bar code. The injector suspected herpes emergence during the injection. A medical expert was contacted to give a diagnosis on the reaction that occurred. According to him, if the patient has no history of herpes in the past, then the reaction was a vascular compromise. No further clarification was obtained from the injector.